Event description:
The customer reported that their patient information center ix (pic ix) was not emitting audible alarms. The device was in use on a patient. There was no report of patient or user harm.